Manufacturer narrative:
The problem was due to a component failure (hydraulic component: chiller). We are unaware about pt injury.

Event description:
The laser system has the following problem: "the diode chiller would not maintain the cooling temperature set point and the condenser was making a rattling noise.". No adverse effect to pt were reported.